Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that after exposing the patients spine, the first 3d spin was done on the lower region of the spine. During screw fixation of the lower region, there was a significant drop in the patient¿s blood pressure, which resulted in a temporary halt for the surgery. Anesthetist began infusing drugs to stabilize the patient. After the patient was stabilized, the surgeon began to continue the operation. A second 3d spin was executed. The surgeon and manufacturer representative (rep) verified the screws fixation of the lower region on the mobile view station (mvs). A breach was seen at the sacral region of the spine. The surgeon noted and continue with the procedure. A third 3d spin was executed for the upper region of the spine. The surgeon continued with the screws fixation of the remaining procedure. The anesthetist notified the surgeon to wrap up the procedure as soon as they could. Because the anesthetist mentioned t hat patient was very unstable and only seems to have been relying on drugs to be stabilized. A fourth 3d spin was executed, the surgeon then verified the upper region screws. The surgeon began to close the surgery after verifying the images. The patient went for a second surgery on (B)(6) 2022 to repair a torn vessel and died on the surgery table. No formal complaint was raised by the hospital against any inaccuracies from navigation.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Please look at regulatory report #: 3004785967-2022-00484 for the imaging system complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.